Event description:
It was reported that, during an unknown respiratory procedure, it was observed that a green foreign matter was found after firing at the 5th firing; and was removed. It was a green cartridge. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 02/19/25. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was the plastic portion of the cartridge damaged? - was the metal cartridge pan separated from the plastic portion of the cartridge? - did it fall into the patient? - did retrieval alter the procedure in any way? If yes, please explain. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2025. Additional information was requested, and the following was obtained: was the plastic portion of the cartridge damaged? Unk. Was the metal cartridge pan separated from the plastic portion of the cartridge? Unk. Did it fall into the patient? => unk. Did retrieval alter the procedure in any way? Unk.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2025. D4: batch # 179d41. Investigation summary- the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with five reloads present. The gst45g reload (b) was received fully fired. Upon further inspection, the reload was found to have damaged on the knife channel. The gst45g reloads (c and d) were received with no apparent damage and fully fired. The gst45d reloads (f and g) were received with no apparent damage and fully fired. In addition, 30 b-formed staples were received inside a plastic bag. Additionally, photos were provided and they showed a small green piece. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The found damage on the reload is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload deck. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review- a manufacturing record evaluation was performed for the finished device batch number 179d41, and no non-conformances were identified.